Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event has been confirmed through the returned product evaluation. Visual examination of the returned product revealed signs of repeated use and wear consistent with a potential field age of approximately seven (7) years. There is a crack on the taper feature of the device. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the item cracked. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained as a result of this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.